Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed other error as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. It was stated that the device also alarmed motor error. No further information was provided.